Manufacturer narrative:
(B)(4). Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced for a device upgrade and an addition of leads for a non-device related new pain at the upper back and thoracic area. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.